Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display which resolved after restarting the insulin pump and the customer had a low blood glucose level of 45 mg/dl also got a post-reset ram crc alarm. The customer also had a high blood glucose level of 300 mg/dl and when she treated her low blood glucose with carbohydrates it went upto 259 mg/dl. The product will not be returned for analysis.